Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the product with the naked eye, the product was wet and a small amount of blood was visible between the polyurethane block - support ring - housing. A leak test of the dialysate side was performed and no leak was observed. A leak test of the blood side was performed and no defect could be found. A leak test was also carried out with blood, and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported failure could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the connection between arterial header and housing from one unit of polyflux 140h during treatment. There was patient involvement however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.